Event description:
It was reported that a patient underwent an av nodal reentrant tachycardia (avnrt) ablation procedure with a ngen rf generator, us and the foot pedal got stuck. Initially, it was reported that ablation data wasn't communicating to the workstation. The team inspected the ethernet cable and saw that the connected was damaged and not seating correctly. While the medical team was ablating they stepped off the foot pedal to stop ablation and the unit was still beeping like therapy was still being delivered. The pedal was then moved and it was beeping again like therapy was delivered. They moved the foot pedal cable from the monitor to the console and the issue seemed to resolve. No patient consequences were reported.

Manufacturer narrative:
Note: per FDA request, MDR submissions for the ngen rf generator are to be reported with PMA details of the catheter used along with the ngen rf generator. However, the catheter used in this case is currently unknown, therefore no PMA details are available. Follow-up was performed and no additional information was provided. Therefore, this file is processed with the ablation catheter information of the smart touch sf. The hardware investigation has begun but it has not been completed at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 28-oct-2024, the product investigation was completed as service was declined for the ngen by the customer. Corrections: d4 primary UDI number has been corrected to (B)(4). H4 manufacture date was updated to 16-may-2023. Device investigation details: service was declined since no further information was provided. A device history record evaluation was performed for the finished device number (B)(6), and no internal actions related to the reported condition were identified. All devices are manufactured, inspected, and released to approved specifications as part of johnson & johnson medtech's quality process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).